Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the high pacing lead impedance could not be determined.

Event description:
It was reported that the device was explanted due to increased pacing lead impedance measurements.